Event description:
The customer stated some of his blood glucose readings were not found in the memory of the contour next link. No adverse event alleged. The customer was asked to return the meter for investigation. A replacement meter was sent.